Manufacturer narrative:
Based on the claim against the product by the customer noting that the surgeon side console (ssc) lost left eye vision, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and the complaint regarding the loss of right eye vision was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The hrsv was installed onto a test system. The right eye image was brighter than the left eye image. Error 119 was found in the logs, which indicates a low current to the hrsv.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the surgeon side console (ssc) lost the left eye vision. The intuitive surgical inc. (Isi) technical support engineer (tse) had the caller switch the cameras and hard reboot the system, which didn't resolve the issue. The tse had the caller reseat the blue fiber cables. The caller found the blue fiber cable stuck in the ssc was not aligned properly. The caller stated that the right eye vision was showing intermittent static. The caller was unable to remove the blue fiber cable after multiple tries. The tse identified a secondary ssc at the hospital. The caller confirmed it was available and switched the procedure to it. The staff proceeded with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.